Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, review of manufacturing records and labeling. Return testing was not completed as returns were not available. Review of complaint activity determined that there was normal complaint activity for reagent lot 04431un19. Review of tracking and trending reports did not identify any related trends for the architect lactate dehydrogenase assay. Manufacturing documentation for the assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect lactate dehydrogenase assay was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6). Patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated architect lactate dehydrogenase result. Sample ID (B)(6) generated 470 and retest of 89 u/l. No impact to patient management was reported.